Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(6)) displayed a user advisory - "(ua)19" (max applied load exceeded) message upon powering on was confirmed in the archive data but was not confirmed during functional testing. No malfunction was observed, which could have caused or contributed to the reported complaint. The autopulse platform functioned appropriately and as intended. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 19 error message alerts the operator that the load plate has detected too much weight being applied. Also, user advisory (ua) 19 is a common error when the manikin gets "bouncy" during run-in testing. The user advisory (ua) 19 error message can be cleared by restarting the platform. Visual inspection of the returned autopulse platform was performed. Observed a crack front enclosure and a hole on the load plate cover, unrelated to the reported complaint. The physical damages were attributed to user mishandling, such as a drop. The front enclosure and load plate cover were replaced to address the damage. The archive data review showed multiple ua19 were recorded, thus confirming the repored complaint. During further functional testing, it was noted that the encoder driveshaft was stiff and could not rotate smoothly, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The autopulse platform was manufactured in september 2015 and is almost 6 years old, has exceeded its expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there is no similar complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua)19" (max applied load exceeded) message upon powering on. No patient involvement.